Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 4.8 mmo/l and 10.5 mmol/l (aviva), 3.2 mmo/l and 4.8 mmol/l (unknown ambulance meter). No adverse event reported. The lot number could not be gathered as the test strips have been discarded at the time of the allegation being reported. Due to the test strips being discarded, no product could be requested to be returned for product evaluation.